Event description:
It was reported that during a coronary artery treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severly tortuous distal right coronary artery.. The physician pre-dilated the lesion with a non bsc balloon. The physician then attempted to implant a 3.50x12mm taxus liberte stent. The device was advanced and it did not cross the lesion. When the device was removed, a guidewire was inserted for parallel wire technique, device was advanced again and it did not cross the lesion. When it was removed, it was noted the stent edge was lifted. The procedure was completed with a different device. No patient complications were reported and the patients status is good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)